Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# 0209001208, implanted: (B)(6) 2015, product type: lead. Product ID 3708760, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708760, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 37604, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare professional from a clinical study reported that on (B)(6) 2015 during normal use there was a diagnosis of lead mig ration/dislodgement. Exteriorization of the lead had led to the event. Examination was done on (B)(6) 2015 along with imaging with abnormal results of lead migration. Interventions/actions taken included in-patient hospitalization, emergency room visit and repositioning, burying of the lead on (B)(6) 2015. The issue was resolved. This was procedure related. Patient's medical history included hypertension and essential tremor.